Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: triventricular pacing with leadless pacemaker combined with cardiac resynchronization therapy in severe heart failure. Heart rhythm case reports. 2024; 10:537¿540. Doi: 10.1016/j.hrcr.2024.05.007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding triventricular pacing with a leadless implantable pulse generator (ipg) and cardiac resynchronization therapy defibrillator (crt-d). The authors described a patient who underwent a leadless ipg implant followed by a mitral annuloplasty, tricuspid valvuloplasty, and maze operation two months later. Approximately one year post implant, the patient's pacing burden increased with marked symptomatic bradycardia, deteriorated cardiac function, and the patient experienced chest pain with sustained ventricular tachycardia. Pacing-induced cardiomyopathy was suspected, and the patient was implanted with a crt-d, along with the leadless ipg. No additional adverse patient effects were reported.